Event description:
The customer reported via phone call that the insulin pump had a blank display after the customer had already received a replacement battery cap. The customer stated that the battery indicator was full when he went to bed, and he woke up to find that the insulin pump was dead. The customer checked the alarm history and found a low battery alarm, off no power alarm, and battery out limit alarm. The customer's blood glucose was 291 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored, and no blank display, off no power or unexpected battery out limit or low battery alarm were noted. No damage on the lcd isolation tape was noted. The battery display icon worked properly. The pump had a cracked case at the display window corners, and minor scratches on the lcd window.